Event description:
Device 1 of 2. Reference MFR. Report #:1627487-2014-05545. The patient has two leads for off-label use. It was reported the patient has been experiencing pain at both lead sites when stimulation is on. An impedance check was performed and no anomalies were found. In turn, an sjm representative decided to reprogram the patient's left lead. Follow-up revealed x-rays were taken and the right lead was found to have migrated. On (B)(6) 2014, the patient's right lead was repositioned and an anchor was implanted to further secure the lead. Effective therapy was restored post-op. Both leads are being reported for lead migration because it is unknown which lead had migrated.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.